Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector prior to insertion. The patient's blood glucose level was 333 mg/dl, and the infusion set was used for approximately two days. Moreover, they replaced back to multiple daily injection for insulin pump. No further information available.